Event description:
The reporter stated that the surgeon was advancing a 18.5 diopter three piece silicone lens in a msi-pm injector and the lens became torn. There was no pt contact. The reporter stated it was due to the injector which they discarded.

Manufacturer narrative:
The injector was not returned for eval; however, the lens was received and visual inspection shows one haptic is torn off & is bent. The optic of the lens has portions torn off & missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for eval.